Event description:
It was reported that during a rotational atherectomy procedure, a guide wire tip detachment occurred. The floppy rtw 325cm guide wire was advanced in the patient's artery. The tip detached into a "small part of diagonal artery." The procedure was completed, and the burr removed. The floppy rtw was removed, and the tip remained inside the patient. Balloon angioplasty was performed. Angiographic results showed good flow in diagonal artery. Attempts to obtain additional information were unsuccessful. No additional information is available.

Manufacturer narrative:
The device is not available for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation confirms that the reported batch met all material, assembly and performance specifications at the time of release to distribution. The most probable root cause is operational context, due to anatomical / procedural factors encountered during the procedure which limited the performance of the device.